Event description:
The customer reported to olympus, that during reprocessing, the ultrasound gastrovideoscope tested positive on (B)(6) 2023, for >40 colony forming units (cfus) of aeromonas hydrophila / klebsiella oxytoca, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found <1 cfu of an unspecified microorganism. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information including the legal manufacturer's final investigation and the device evaluation. Additionally, (d8) was this device serviced by a third party? No was selected. (D9) returned to manufacturer date was added. (H3) device evaluated by manufacturer was updated to yes. (H4) device manufacturer date was added. The device was returned to olympus for evaluation, and no abnormalities in the parts related to where the bacteria was initially detected were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the bacteria initially detected could not be determined. It is unknown if there were deviations from the reprocessing instructions in the instruction manual. Therefore, the relationship between the device and the initially detected bacteria could not be identified. The event can be detected/prevented by following the instructions for use: the gf-uct180 instruction manual, chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.